Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported she was trying to give a bolus and the device alarmed off no power. Customer's blood glucose was 203 mg/dl. Customer did not receive a low battery alert prior to alarm. The device was not dropped or bumped. No unattended alarms on the device. Battery cap was not loose, cracked, or damaged. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.